Event description:
Revision surgery was scheduled due to pain. Device was implanted with out cement.

Event description:
Revision surgery was scheduled due to pain. Device was implanted without cement.